Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured between july 17, 2014 and july 18, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device identified particulate matter (1.78mm in length) in the fluid path. Spectrographic testing found the material to be acrylic. The reported condition was verified, though no cause could be identified with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of the balloon. This was identified during the filling of the device. There was no patient involvement. No additional information is available.